Event description:
Pt was in cath lab for stent placement, while dr was advancing the stent it and he was unable to access the area where the stent was needed. As he was drawing back the stent it deployed and was trapped in the proximal lad. He was unable to remove it after numerous attempts. A gw was placed beside the stent trying to remove and a piece broke off while trying to do so. The trapped stent and broke guide wire remain in the pt, full disclosure was made. This pt is not a candidate for open heart surgery.